Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint identified no similar incident reported from this lot. Based on available information, the cause of the reported incomplete coaptation/single leaflet device attachment (slda) was due to procedural conditions and user technique, and poor image resolution was due to procedure conditions. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to the single leaflet device attachment/slda. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The patient had an aorta hugger. Imaging was challenging due shadowing. The first clip was implanted without issues. To further reduce mr, a second clip was advanced to the mitral valve and the clip was deployed. The clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). An additional clip was implanted stabilizing the slda clip. A total of three clips were implanted reducing mr to 2+. No additional information was provided.